Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic was torn off and was stuck inside of the cartridge. The cartridge was returned and showed no visible damage. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the injector was not returned.

Event description:
The surgeon attempted to implant a aq2010v 3 piece silicone lens. The facility stated that prior to insertion into the eye that, the lens felt tight in the cartridge. The facility removed the lens from the cartridge and was going to re-load it and noticed that the lens was torn. No patient injury. The facility believes that the cartridge caused the event. The injector, model and lot number was not specified by the facility. The cartridge model is aq cartridge fp, lot number was not specified by the facility.